Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior with the one-way valve attached. The sheath was not returned for evaluation. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that during insertion, the intra-aortic balloon (iab) could not be advanced into position due to the vessel being tortuous. After approximately three minutes, the iab was replaced with another company's iab and therapy was provided. There was no patient harm or adverse event reported.